Event description:
Implant date: 1993. Post-operative x-rays indicate a pseudoarthrosis. Explanted in 1995 due to pseudarthrosis. No cable malfunction noted. At the time of explantation, a dynalok system was implanted. This system was explanted in 1997 at which time a pseudoarthrosis was found.